Manufacturer narrative:
(B)(4): review of lot records/work orders, prior reports. No issues were noted. Patient's condition affected the effectiveness of the device. (B)(4): the delivery system was returned to endologix with the explanted stent grafts and evaluated. The delivery system was returned with significant kinking along the length of the introducer sheath and twisting of the ipsilateral limb sheath and contralateral limb sheath. The bifurcated stent graft was returned with part of the control cord wrapped around the limb of the device, constricting the lumen of the limb. It appears that the twisting applied to the delivery system to resolve the initial wire wrap caused the control cord to wrap around the limb of the bifurcated stent graft before it was deployed. The report indicates that the middle of the main body sheath started to deploy during attempts to resolve the wire wrap, indicating that tension was being applied to the control cord. When the control cord begins to wrap around the stent graft, tension is created in the cord, causing premature deployment of the main body sheath. There is no indication that the issue from the complaint is due to a design or manufacturing issue. Cause of death is unknown.

Event description:
Patient presented with a 9.8 cm diameter aortic aneurysm. Access site was slightly calcified. Iliac arteries were very tortuous. After bifurcated device was advanced to the aortic bifurcation, a wire wrap was noted. The physician attempted to resolve the wire wrap; however, the delivery system was not rotating freely and was bowing due to the tortuosity of the iliac arteries. The physician concluded that the control cord was wrapped around the ipsilateral limb. The physician cut the control cord in an effort to remove the inner core. The physician forcefully removed the inner core; however, the ipsilateral limb did not appear to be fully deployed, which restricted flow through the ipsilateral limb. The physician decided to create an aorto-uni-iliac into the contralateral iliac. A medtronic limb extension was placed. An aortic extension was partially deployed above the renal arteries. The physician unsuccessfully attempted to pin the stent graft and pull it down using the sheath and inner core. The physician fully deployed an aortic extension and unsuccessfully attempted to pull it down using coda balloon. The physician elected to convert to open repair. During the explant procedure the physician confirmed the control cord was wrapped around the ipsilateral limb. The procedure was completed and the patient was moved to the ICU, where the patient reportedly died a few hours later.